Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose was over 500 mg/dl. The customer performed their own troubleshooting and declined to provide further information. Reportedly, the customer discussed the event with a healthcare provider.